Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box showed evidence of manual suspends and manual resumes. The keypad was intact and all keypad buttons were responsive to user input. No hypersensitive or stuck keys were found. A cartridge could not be loaded into the cartridge compartment. A piece of the cartridge extractor was stuck in the cartridge compartment. The complaint was unable to be adequately investigated due to debris in the pump. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.